Event description:
The customer reported, the 9600+ unit shut itself off and came back up in 30 seconds while producing fluoro. It also had a pump plugged into the same receptacle. No pt injury was reported.

Manufacturer narrative:
The service rep found the ceiling mounted receptacle cord. The customer is using a 16 gauge wire not rated for use with the c-arm. The line voltage/current to the system may have dipped down causing the system to reboot. The system is currently operating as intended.